Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
Per the clinic, the device was explanted (B)(6) 2019 (for an unknown reason) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted june 19, 2020.